Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected into the ¿midface / cheek tissue (or white upper lip)¿ with juvéderm® voluma® with lidocaine. Skin disinfection with kodan® wipes, 2x was performed. The patient was post-treated with oshibori wellness, aloe vera wipes, previously tolerated without any problems. About a month later, the patient presented inflammation of the injected area. The patient returned to see the doctor 8 days after the date of onset, as the patient had ¿increasing swelling and facial edema¿. The patient informed the hcp to have had an untreated sore throat one week after the injection date, which the patient ¿[illegible] to take a trip at the weekend¿. The hcp suspects that there might be a relationship between the untreated sore throat and the swellings and oedemas. 9 days later, the patient was treated with hylase® dessau. The patient was also given elobact®. The initial antibiotic therapy with elobact® was ineffective. Hence, the physician assumed the involvement of the oral flora and prescribed metronidazol stada®, which led to a noticeable improvement, subjectively and objectively. 2 days later, the patient was treated once more with hylase® dessau. Hylase® has been used in 4 sessions ¿into the large, encapsulated oedemas, to dissolve them.¿ during the last appointment, where no treatment was performed, ¿the oedemas were approximately 1/4 times smaller than at the beginning¿. The hcp came ¿to the compromise with the patient, that the remaining depots will be not treated for now, but to observe them, since there are hardly any edematous changes in the face available, despite palpable rest-granuloma.¿ in the meantime, the hcp recommended frequent brushing and disinfecting mouthwash after every small meal. Overall, the patient now has significantly less feeling of malaise or none at all. The current diagnosis from the hcp is the settlement of gram-negative (not confirmed), pathogenic germs of the oral cavity on the hla bioimplants with the formation of a biofilm, therefore only the limited antibiotic effectiveness. The diagnosis with a biofilm is also presumable because the patient was in fact subjectively and objectively healthy during the injection, but got a sore throat some days after the injection. About 3 weeks later, the first granuloma-like encapsulations of the bioimplants with facial oedemas had occurred, which got bigger until about a week later. The physician explained that the later participation of earlier, to date completely bland filler injections, might be possible by spreading germ either by lymphatic or blood pathways or intercellular tissue migration. Furthermore, there was an accompanying reaction of other injected fillers that were injected beforehand (upper lip juvéderm® volift® with lidocaine and lip borders juvéderm® ultra smile). The event was reported as not confirmed by a doctor. The event was reported as device related. The hcp added, ¿possibly in connection with the medically treated [illegible] infection¿. The treatment was reported as given to hasten resolution and prevent permanent damage. The symptoms have not resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00159 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma® with lidocaine (lot vb20a80857), also a device manufactured by allergan.